Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged headache and sore throat. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged headache and sore throat. There was no report of serious patient harm or injury.. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, evidence of environmental and tobacco contamination only, no foam found. Faults or errors contained within the logs support sensor board contamination failures. It appears that liquid ingress evidence is found under the white top lid of the device. Heavy tobacco contamination throughout the entire device. All contamination found inside the device appears to be from the patients' environment and tobacco: brown sticky stains, dirt, dust, hair, and other environmental particles are throughout the inside of the air/flow paths. In this report, section d9, g3, h3, h6 has been updated.